Manufacturer narrative:
The investigation determined that qc recovery was poor. A hardware and software related issue could be excluded. A service engineer completed maintenance on the instrument and re-loaded the assay. It was determined the customer was pouring c311 reagent into the c111 reagent bottles. The issue was caused by the customer¿s misuse use of the reagent.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with albp albumin bcp on a cobas c 111. No incorrect results were reported outside of the laboratory. The repeat results were believed to be correct. The customer also noted that they had questionable results for quality controls. The first sample initially resulted with an albumin value of 3.3 g/l, which repeated as 24 g/l. The second sample initially resulted with an albumin value of 8.0 g/l, which repeated as 36 g/l. The third sample initially resulted with an albumin value of 18.6 g/l, which repeated as 45 g/l. The albumin reagent lot number was 35076901, with an expiration date of 31-jan-2020.